Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient called to ask about a problem they were having. They said they went to the chiropractor the thursday prior and had an adjustment. They said after that the vibration moved lower in the pelvis, but still in the bicycle seat area. They said it hurt and they had pain. They were advised to contact their clinician. It was unknown if the issue was resolved at the time of the report. No further complications were reported or anticipated.